Event description:
It was reported that an ilet user experienced a connectivity-related issue in which the mobile app displayed a connected status but did not show blood glucose on the home screen until the phone was restarted; later the user reported a hyperglycemic episode with a highest blood glucose of 320 mg/dl for approximately three hours without alerts above 300 mg/dl for over 90 minutes and without use of backup therapy. Symptoms included hyperglycemia without loss of consciousness, dizziness, or other acute complications. Outcomes included no medical intervention, no ketone testing, and no assistance required. Investigation included customer support troubleshooting that verified the app state and instructed a phone restart, after which blood glucose data displayed. Investigation of this case revealed that the cause of the hyperglycemia was unclear and that the transient app display issue resolved with device restart, with no device alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.